Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device turned off without providing an alert or error message, and blood glucose elevated to 31.2 mmol/l (561.6 mg/dl) before dinner on (B)(6) 2011. Pt did not hear anything and suddenly noticed that the infusion device was not on. She delivered insulin via pen after speaking with a nurse. She inserted another battery, and after approx 1 minute, the infusion device responded with an a2 low battery alert. Pt reported both batteries were brand new and of high quality. The spring in the battery compartment was also crooked. Pt felt "fine" at the time of the report. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.